Event description:
It was reported that during the procedure the physician followed the standard procedure to place the subject catheter, and no resistance was encountered throughout the process. However, while reviewing the x-ray, they noticed an abnormal spot, which was later identified as the tip of the subject catheter appearing uneven (possibly cracked). The patient remained clinically stable. The procedure was completed successfully. No additional information is available.

Event description:
It was reported that during the procedure the physician followed the standard procedure to place the subject catheter, and no resistance was encountered throughout the process. However, while reviewing the x-ray, they noticed an abnormal spot, which was later identified as the tip of the subject catheter appearing uneven (possibly cracked). The patient remained clinically stable. The procedure was completed successfully. No additional information is available.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be flat/crushed and kinked/bent in numerous areas along the catheter shaft. The outer layer of the shaft at the tip was detached and the marker band was exposed. The marker band was seen to be attached. A functional inspection was not performed. The reported 'catheter tip broken/fractured during use' was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that while reviewing the x-ray, they noticed an abnormal spot, which was later identified as the tip of the catheter appearing uneven (possibly cracked). During analysis, the catheter shaft was seen to be flat/crushed and kinked/bent in numerous areas along the catheter shaft. The outer layer of the shaft at the tip was detached and the marker band was exposed. The marker band was seen to be attached. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during manipulation during navigation to the target vessel, the extent of the damage noted to the distal tip is indicative of excessive pull/push force exerted on the device during use. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'catheter tip broken/fractured during use' as well as the as analyzed 'catheter shaft kinked/bent' and 'catheter shaft flat/crushed' will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited.